Event description:
It was reported that the device had reached eri after just under a year. A drastic decrease in voltage was noted from (B)(6). Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. An anomalous component within the hybrid circuitry was found which resulted in high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.